Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed a soft tissue pressure damage at the implant site. The patient underwent revision surgery on (B)(6) 2016 to remove the magnet. During the procedure, a cover scew was placed and a partial close was performed. The implanted device remains.